Event description:
During biomed testing, the device displayed a "pacer fault 116" message, a "defib disable" message, and a "defib fault 72" message. There was no pt involvement in the reported malfunction.